Manufacturer narrative:
This reported event and subsequent repairs were investigated through the tsc troubleshooting process. A review of the device service history record was not performed because the serial number was not provided for the suspect device. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted. The customer stated that there was no patient involvement.

Event description:
During testing of the ail sensor in alaris system maintenance, customer received door open alarm message. Failure device type: alaris system instrument. Failure problem type: 8100. Failure mode: troubleshooting/ error codes. Case resolution: during testing of the ail sensor in alaris system maintenance, customer received door open alarm message. ¿ assisted customer to identify problematic fault to ail sensor assembly. ¿ retesting the device, had customer to press on the door to see it will pass ail door ajar- test. Device still failed. ¿ suggested customer to repair/replace the ail assembly to resolve the door open alarm. ¿ they will call back if they need any further assistance with concerns.